Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, power on self test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The no power issue was identified during power on self test and a review of the alarm log as a f38 alarm. The cause of the condition was due to damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump would not turn on. There was no patient involvement. No additional information is available.